Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, no capture and variation in r-wave amplitude was noted. Lead appeared to be in good position on x-ray. Programming changes were made. Patient was stable and was scheduled for next follow-up.